Manufacturer narrative:
The customer reported that the device unexpectedly shutdown via battery power in use. No adverse pt impact was reported. The customer localized the issue to a failed battery. Replacing the battery resolved the issue. Based on the customer's report we are considering this a battery malfunction.

Event description:
The customer reported that the device unexpectedly shutdown via battery power in use. No adverse pt impact was reported.